Manufacturer narrative:
H10: device evaluation: the evaluation of the customers issue included a review of the instrument service history, trend analysis, and labeling. The field service representative (fsr) performed extensive trouble shooting, replaced multiple parts, and noted that the external water supply may have been the root cause. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history revealed no additional service tickets for discrepant/erratic patient results for this instrument. Trending review determined no trend for the customers issue. The labeling was found to adequately address the issue under review. Based on all available information no product deficiency was identified. H11: correctd data: d4 serial #: corrected from (B)(6) to (B)(6).

Manufacturer narrative:
No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated architect co2 assay results for 10 patients. The customer provided results for two patients: sid # (B)(6): initial = 50 mmol/l, repeat = 29 mmol/l; sid # (B)(6): initial = 45 mmol/l, repeat = 30 mmol/l (reference range: 23 to 33 mmol/l). There was no impact to patient management reported.